Event description:
Patient was set up with a pain killer to be administered via a pca unit. Half way during the therapy the unit alarmed "occlusion". The nurse brought the unit with the disposable set to biomed where the syringe was found to be at fault. The plunger would not move beyond the half-way point. After re-working the plunger, the device began to move freely. The syringe and disposable set were reattached and tested and the unit functioned properly.